Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the colon during a laparoscopic low anterior resection, the device was able to fire and jaws locked on tissue. The surgeon pressed the handle very hard to open it and to take it out of the trocar but the stapler did not open completely. The procedure was extended for about 40 more minutes.